Manufacturer narrative:
Baxter received and evaluated the device. A service history review was completed and did not determine the complaint to be related to the previous service event. The reported condition was verified. During a review of the event history log the device was found to have multiple improper shutdown events on the last day of customer use. Additionally, the log showed the device was operating on battery power only (with no power cord attached) prior to each occurrence of improper shutdown. The reported device shutting off without user input was verified and found to be caused by a depressed battery contact pins during a visual inspection. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut off without user input. There was no patient involvement. No additional information is available.